Manufacturer narrative:
H3:no evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during brain tumor resection under general anesthesia during surgery the pneumatic motor stopped rotating as soon as it touched the skull. It was also reported that the patient was in general anesthesia and replacing the equipment prolonged the operation time and increased the risk to the patient. On follow up it was reported that prolonged operation time was about 20 minutes and the patient was on a prolonged exposure to anesthesia due to the event.